Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 2018-02-12 arjohuntleigh was notified about a complaint involving citadel bed. Following the information provided by arjohuntleigh service technician the four weldments through which the radius arms are attached to the deck frame were bent causing radius arms to disengage from bed's deck. It in consequence led to the drop of the foot end of the bed. The malfunction was noticed in service center by arjohuntleigh technician while conducting quality check after rental period. There was no patient involved, no injury nor other medical consequences were reported. Following arjohuntleigh technician's opinion the bed was subjected to some external force that caused the damage. He noted also that it probably took place during transport, however could not confirm it with certainty due to the fact it remind unknown how the asset was secured while being transported. However it was pointed out by the technician that there was no service call claiming this failure received during device use at the hospital. It needs to be emphasized that all manufactured citadel beds are checked before being distributed to the customers to verify if the product meets the required manufacturer's specifications and check whether the acceptance criteria are met. Records of the inspection are documented in the device history record (DHR). The device history record has been reviewed for this specific device and no anomaly was found. It is also worth noting that the citadel bed has been designed, produced and certified to meet the requirements of standard en 60601-2-52. The citadel beds are passing the requirements of clauses: 201.9.4.2.3 - instability from horizontal and vertical forces, 201.9.8.3.1 - safe working load, 201.9.8.3.2 - static forces due to loading from persons or 201.9.8.3.3.1 dynamic forces due to sitting down. This confirms that the beds are stable devices which are not falling apart during usage accordingly to product instruction for use. Summarizing, the information provided within the complaint record suggest that the bed was a subject to abuse and enormous external forces what in consequences led to the incident. However due to the lack of sufficient information the exact cause of the issue investigated here could not be identified with a certainty. Although there were no injuries reported, the complaint was decided to be reportable due to the allegation of the radius arm detachment and the fact that the bed was in use with patient before the actual foot end of the bed dropped. At the time the malfunction was discovered the device was not being used for patient's handling. The device was reported to drop from the foot end of the bed and from that perspective, the citadel bed did not meet its manufacturer's specification.

Event description:
On 2018-02-12 arjohuntleigh was notified about a complaint involving citadel bed. Following the information provided by the service technician the 4 weldments that the radius arms attach to the deck frame were bent out far enough causing radius arms to become disengaged from bed's deck. It in consequence led to the drop of foot end of the bed. The malfunction was noticed in service center by arjohuntleigh technician while conducting quality check after rental period. There was no patient involved, no injury nor other medical consequences were reported.